Event description:
It was reported that the right ventricular (rv) lead exhibited low impedances. The lead was initially reprogrammed, and was later explanted and replaced. It was further reported that the atrial lead was removed in conjunction with the rv lead. The atrial lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Both the inner and outer insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo, and the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Concomitant products: 4568 implantable pacing lead - 1999 -(B)(6); 6917 x2 implantable pacing leads - 1986 (B)(6); 6917a implantable pacing lead - 1986 (B)(6); 6917a implantable pacing lead - unknown; 4591 implantable pacing lead - unknown. (B)(4).